Event description:
It was reported that the touchscreen was not functioning. There was no patient involvement. The field service engineer (fse) determined that a cable needed to be replaced. The fse replaced the man-machine interface to touchscreen cable, and the issue was resolved.